Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device on the right was in place, no coils were seen/ essure device on the patients left tubal ostia was out with multiple coils exposed and extended into the uterus as least 4cm.'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "was essure used in conjunction with any other device- novasure." The patient's medical history included irregular menstruation, vaginal bleeding, tobacco user, uterine leiomyoma, hypertensive and obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and cystitis ("bladder infection"). The patient was treated with surgery (ablation done on (B)(6) 2018 and essure removal surgery). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection and cystitis outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: proximal occlusion of both uterine tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device on the right was in place, no coils were seen/ essure device on the patients left tubal ostia was out with multiple coils exposed and extended into the uterus as least 4cm.'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "was essure used in conjunction with any other device- novasure". The patient's medical history included irregular menstruation, vaginal bleeding, tobacco user, uterine leiomyoma, hypertensive and obesity. On (B)(6)-2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and cystitis ("bladder infection"). The patient was treated with surgery (ablation done on (B)(6) 2018 and essure removal surgery). Essure (ess205) was removed on (B)(6)-2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection and cystitis outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2012: proximal occlusion of both uterine tubes. Most recent follow-up information incorporated above includes: on (B)(6)-2021: medical record received- case category was updated from non-serious incident to serious incident. Events-device dislocation, was essure used in conjunction with any other device-novasure were added. Removal date, lab data, medical history and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.